Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for hemodynamic support. While on support, the pigtail underneath the papillary muscle and inlet barely across atrioventricular was noted. Attempted to reposition, but unsuccessful. Device weaned and left ventricle (lv) watched under echocardiogram (echo) for ejection fraction (ef), no real improvement. Attempted to reposition at p-2, but the device popped back across the and the valve device remained out of patient. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.